Manufacturer narrative:
This report is submitted on april 22, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and cellulitis at the abutment site, and was treated with oral and topical antibiotics (date and duration not reported). The patient underwent revision surgery on (B)(6) 2021, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.